Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation in 2009, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure on the same day. According to the complainant, the anchoring balloon would not inflate and hold water and was not visible on the ultrasound. The physician successfully completed the procedure with another prolieve thermodilatation kit. There were no complications and the patient's condition was reported as fine.